Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead alert had triggered for high impedance with the patient's right ventricular (rv) lead. In addition, there were several non-sustained tachycardia episodes due to noise, and high sensing integrity counter (sics) were exhibited. It was further reported that the rv lead was confirmed to have fractured. The patient indicated that they may have damaged the lead while moving a large, very heavy television; the lead fracture seemed to have occurred at the same time. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.